Event description:
Additional information was received from the health care professional (hcp) stating that the results were unknown related to the sudden sensation of burning up. The higher voltage helped the pain moderately, however, the patient was in fetal position to tolerate paresthesia. It was less efficacious over time. It was unclear as to what was the cause, stated that it could be secondary to their crps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was having an unrelated head MRI because they had a concussion from falling in the tub about 2 months ago. The MRI was for their whole right side from their neck to their wrist. Ever since the fall, the patient was seeing 2-3 of everything in their right eye. The facility called the patient 10 days ago and told the patient that they could not have an MRI but the patient stated that they needed 6 mris in preparation for surgery. The patient later reported that they had just talked to their health care professional (hcp) at the imaging center who stated that they were working with the manufacturer representative regarding the issue. It was reported that the patient had complex regional pain syndrome (crps) and one of the symptoms they felt was that they were burning up. The patient reported that this was currently happened. This was a sudden symptom on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.